Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) cardiac perforation occurred with pericardial effusion confirmed via echocardiogram. Patient experienced bradycardia and resuscitative measures were performed. A pericardiocentesis was carried out. Patient then had emergency cardiothoracic surgery to repair the perforation. The leadless ipg was not implanted and removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d1: micra d4: model: mc2avr1-delsys / serial:(B)(6) d9: no dev rtn to MFR? No eval summ attached? No medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.